Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called in to report hospitalization for chest pains due to high blood glucose levels. Customer was wearing insulin pump at time of hospitalization and blood glucose levels were 900 mg/dl. During troubleshooting, device passed manual prime testing and no air was found in infusion set tubing as well no damage to the drive support cap noted. Customer's mother declined high pressure testing and stated that manual injections were not bring patient's blood glucose levels down. Nothing further reported.